Event description:
Biostar acceava lcg basis ii - have 14 false positive test results with this lot number -lcg0602000-. Used different lot number and received 13 negatives and one positive. Dates of use: 2008. Diagnosis or reason for use: pregnancy test.